Event description:
It was reported that the patient with this pacemaker was evaluated in a hospital setting. Upon further review, this device was found to be in safety mode. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
This cardiac resynchronization therapy pacemaker (crt-p) was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Analysis confirmed that the device was operating and pacing in safety mode. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that the patient with this pacemaker was evaluated in a hospital setting. Upon further review, this device was found to be in safety mode. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that the patient with this pacemaker was evaluated in a hospital setting. Upon further review, this device was found to be in safety mode. No adverse patient effects were reported. At this time, this device remains in service.